Event description:
It was reported that during a da vinci si total benign hysterectomy, a prograsp forceps instrument was not recognized by the robot. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was checked for recognition on an in-house system. The system successfully recognized the instrument. The pogo pins did not stick and were not contaminated. Dcp verification of the instrument passed. An additional observation found the instrument grip cable was derailed at the distal clevis, resulting in limited motion of the grip jaws. The pitch cable was frayed at the distal clevis hub, approximately 0.4 in length. No excessive damage was found on the pulley. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.